Event description:
It was reported that this right atrial (ra) lead had an anomaly. To date, the lead remains in service. No adverse patient effects were reported. Additional information was received indicating that the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which analysis confirmed the allegation based on the finding of fractured conductors. Moreover, the fracture characteristics were consisted with the cyclic fatigue. Such damage is considered a design issue when the field report indicates the damage occurred during normal use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had an anomaly. To date, the lead remains in service. No adverse patient effects were reported.